Manufacturer narrative:
Zoll medical corporation has not yet rec'd the device. A supplemental report will be submitted if the device is rec'd and when it is evaluated.

Event description:
It was reported that the lifeband does not connect to the platform correctly and that the lifeband side tabs break. No adverse event reported. Autopulse platform and 6 lifebands are associated with this event: autopulse platform: MFR report # 3003793491-2013-00290, lifeband #1: MFR report # 3003793491-2013-00291, lifeband #2: MFR report # 3003793491-2013-00292, lifeband #3: MFR report # 3003793491-2013-00293, lifeband #4: MFR report # 3003793491-2013-00294, lifeband #5: MFR report # 3003793491-2013-00295 and lifeband #6: MFR report # 3003793491-2013-00296.